Event description:
A jetstream g2 device was used to treat a lesion in the tibial peroneal trunk. After using the g2 device, the physician elected to treat a distal segment of the peroneal artery using balloon angioplasty. Initially, the balloon filled incorrectly. It was re-prepped and then used at 6atm for 2 minutes. Subsequently, a non-flow limiting embolus was noticed. The physician tried ballooning again but there was no change. He then placed a .035" quickcross into the distal peroneal artery successfully aspirating the embolus. The pt is fine. It is unclear if the embolus was caused by the jetstream g2 device or the subsequent balloon angioplasty.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.